Event description:
It was reported that an intraocular lens (iol) was explanted from the left eye in a secondary procedure due to improper diopter power for the patient. The iol was replaced with a new lens. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Date of birth corrected to (B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The returned sample was inspected at 10x microscope magnification, which is our normal inspection magnification. Visual inspection revealed surface residual (fibers/particles) adhered to optic body compatible with handling the lens out of sterile environment. No other cosmetic defect was observed for the sample returned. The lens condition is consistent with a lens that has been explanted from the patient's eye. Optical inspection results showed that the lens diopter corresponded to a 17.50 diopter. The diopter measurement for the sample returned was found to be within product specification. The lens diopter verification result obtained from the stored electronic data in miq (measuring iol quality) system for this specific lens serial number showed that the lens met optical property inspections. A review of the manufacturing records showed no deviations or nonconformities. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.